Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test, self-test, and after battery change error test. All operating currents were within specification. The off no power alarm functioned properly. The unit was unable to prime during the prime test due to a faulty gold force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to a prime and fill anomaly. The unit had a minor scratched display window, cracked battery tube threads, a scratched reservoir tube window, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was in the high 300 mg/dl range. The customer's symptoms included chest and arm pains. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was diabetic ketoacidosis. A tubing clamp was shipped to the customer. The product was replaced and returned.